Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed and broken. Cracked on bottom case, missing case seal and no appearance of any physical damaged on top case. Invalid syringe size was found in the event history log. Invalid syringe size error was found on all the syringes during syringe test. The root cause of the reported issue was found to be the plastic pin of size pot was not sitting inside barrel clamp slide and the ribbon on size pot was out of barrel clamp guide. The customer incorrectly assemble. Reassembled the whole barrel clamp assembly. Performed preventive maintenance and all functional tests which passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the syringe size out of range occurred. Calibration repair required. No patient injury was reported.